Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1208, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1208) perceval heart valve at the time of manufacture and release. If an infective microorganism was present on the tissue valve before sterilization, it would be killed very easily by the manufacturers liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol, both of which are highly effective against infectious microorganisms. The manufacturer has validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits growth of microorganisms with steam sterilized closures and jars. The packaging process occurs in a vaporous hydrogen peroxide (vhp) decontaminated isolator; therefore there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. At this time due to the limited information available and unavailability of the device for analysis the root cause leading to the reported endocarditis cannot be determined.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2017 a patient received a perceval pvs21 sutureless aortic heart valve implant as part of an avr. The manufacturer was notified via. The patient tracking system that on (B)(6) 2019 the device was explanted and replaced with a second perceval pvs21. No further information was received.

Manufacturer narrative:
Additional information received on nov. 14, 2019 identifying the patient developed endocarditis and the affected valve was removed and replaced with a second perceval pvs21. No further event information was received.

Event description:
On (B)(6) 2017 a patient received a perceval pvs21 sutureless aortic heart valve implant as part of an avr. The manufacturer was notified via. The patient tracking system that on (B)(6) 2019 the device was explanted and replaced with a second perceval pvs21. No further information was received. Additional information received on nov. 14, 2019 identifying the patient developed endocarditis and the affected valve was removed and replaced with a second perceval pvs21. No further event information was received.